Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the endoscope reprocessor was used with an expired disinfectant. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation the use of expired disinfectant was a false report, its surmised that the user did not read instruction for use carefully and therefore did not understand use of the equipment, leading to the suggested event. The event can be detected and prevented by following the instructions for use which state: chapter 8 replacement of consumable items 8.2 replacing the disinfectant solution when the disinfectant solution in the reprocessor is no longer effective, or beyond the specified use life, drain the disinfectant solution completely and replace with fresh disinfectant solution. Expired disinfectant solution should be treated as directed in the documents supplied with the disinfectant solution. Caution expired disinfectant solution should be treated in accordance with the instructions supplied with the disinfectant solution. It is recommended to treat the waste fluid properly and to dispose of it according to local wastewater standards defined by law, or temporarily collect and store the waste fluid and have it treated by a waste disposal firm. Olympus will continue to monitor field performance for this device.